Manufacturer narrative:
The device was evaluated by the MFR, and the complaint could not be duplicated. Maintenance was performed and the product was returned to the customer.

Event description:
During a cervical rf procedure, when the unit was in pulse mode, the pt experienced an unintended sensory stimulation. The procedure was completed with no delay. Medical intervention was not required and no adverse consequences were reported as a result.